Manufacturer narrative:
Tw# (B)(4). Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. The device was returned to the factory for evaluation on 03/11/2025. An investigation was conducted on 03/17/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The return consisted of the cannula, hp2 tool, btt with the intact insufflation tubing. There were no visual defects observed on the intact cannula handle, hp2 tool, btt with the intact insufflation tubing. The c-ring was observed to be intact with no visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "break- c-ring" was not confirmed. The lot # 3000448471 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 ceramic c-ring split apart. It was not cauterized across the c-ring. It just "split" apart while attempting to put around the vein. They got a new kit and finished the harvest with no issues. The break was a clean break with no pieces left in the patient. There was a 5 min procedural delay. There was no patient harm.